Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. A visual inspection of the returned device revealed that the tip of the catheter had separated from the catheter body tubing at the fuse zone. The area where the tip separated had evidence of complete melt flow and was very jagged. Complaint is confirmed. In-process inspection records confirm device met force load acceptance criteria. The catheter tip had been torn away from the main catheter shaft tubing under excessive force. Merit is unable to determine the exact root cause of the reported event.

Event description:
The user reported that the tip of the catheter broke off in the patient during a fistulagram procedure. The catheter tip was removed using a snare. No harm or injury was reported.